Event description:
It was reported that the patient was not getting adequate stimulation coverage due to lead migration. The patient underwent a lead revision procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a revision procedure where both leads were replaced. There were no reported complications postoperatively

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2218-50 serial: (B)(4). Batch: 7072750

Event description:
It was reported that the patient was not getting adequate stimulation coverage due to lead migration as confirmed via x-ray. The patient underwent a lead revision procedure.